Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to protruded/loose drive support disk. Minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump alarmed during prime/rewind process. The blood glucose reading was 114mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.